Event description:
As reported by the patient's attorney, a vesica sling system was implanted on (B)(6) 1997. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Blocks outcomes to adverse event, last name, occupation, patient codes updated.

Event description:
As reported by the patient¿s attorney, a vesica sling system was implanted on (B)(6) 1997. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on august 25, 2017 noted that according to the patient she suffered from pelvic infection and collapsed bladder muscles. In (B)(6) 1999 she had a procedure to remove one of the screws on her pelvic bone; the second screw was unable to be removed because it was "too deep". Post procedure she continued to experience infection, have additional procedures and receive medication. It is also noted that she had to have a lymph node on her abdomen removed last month because of infection.